Event description:
The enduser suffered a leg laceration from hitting the side rail that was repaired with sutures.

Manufacturer narrative:
The daughter was caring for her mother at home the mother as suffering from dementia and was paralyzed on one side due to a previous stroke. The daughter reported that her mother was confused, uncooperative and was thrashing around in the bed while being bathed. The daughter stated she was partially laying over the side rail and on top of her mother in an attempt to minimize the thrashing. In the thrashing, the mother was partially off of the bed and her leg hit up against the side rail. She suffered a laceration that was repaired with sutures. The dme company inspected the side rail and determined that it did not malfunction. There were no sharp edges or deformities reported. The sample was not returned for evaluation. We have not had any other similar incidents reported to us for this device.